Event description:
Defective threads. Deficient threads on two arthrolatarjet top hat, not allowing arthroscopic mastery. Only 2 top hat available in the box instead of 4. Conversion for screwing open for holding and positioning the stop with a classic clip. Longer procedure about one hour.

Manufacturer narrative:
This is a follow up report to document device return. A final report will be filed once the device has been investigated. In process.

Event description:
Defective threads. Deficient threads on two arthrolatarjet top hat, not allowing arthroscopic mastery. Only 2 top hat available in the box instead of 4. Conversion for screwing open for holding and positioning the stop with a classic clip. Longer procedure about one hour

Manufacturer narrative:
The complaint device was received and evaluated. (B)(4) only received a screw piece, without indicating which device this piece belongs to. Visual observations, under magnification, reveal some damage to one side of the threads on the screw piece. This failure indicates that the device/driver that was being used with this piece, was used at an angle and not straight, causing the reported damage. Another possibility could be that this piece came in contact with other sharp metal instruments probably during sterilization or storage. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Defective threads. Deficient threads on two arthrolatarjet top hat, not allowing arthroscopic mastery. Only 2 top hat available in the box instead of 4. Conversion for screwing open for holding and positioning the stop with a classic clip. Longer procedure about one hour

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.